Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, after attempting to insert the sensor wire, it was noticed that it had detached in the skin at the insertion site. Additionally, the patient stated that the sensor wire issue included bleeding and bruising at the insertion site. The sensor was inserted at the abdomen on 05/29/2017. No medical intervention was reported. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined.